Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil had fallen down in the tube and was lower/migration of essure device location of device: fundus of uterus'), pregnancy with contraceptive device ('6 week pregnancy /pregnancy (with complication)') and perineal infection ('had some anal to vaginal itching thinking maybe yeast') in a 32-year-old female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "hsg confirmation test was never done". The patient's medical history included multigravida from 2003 to (B)(6) 2012, parity 4 in (B)(6) 2012, postpartum depression, tonsillectomy, alcohol use, anal fissure excision, night sweats, menses irregular in (B)(6) 2012, itching in (B)(6) 2012 and uterine bleeding in (B)(6) 2012. (B)(6) 2015 - ultrasound scan (cont.): one coil was at top of tube and in right position but the other coil had fallen down in the tube and was lower, not in right position. Concurrent conditions included smoker and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as amoxicillin trihydrate;clavulanate potassium (augmentin bd), escitalopram oxalate (lexapro) since (B)(6) 2013, phentermine and phentermine (adipex) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and pelvic pain ("pain,"), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with malaise, nausea, constipation and vomiting. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perineal infection (seriousness criterion medically significant), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with ondansetron (zofran), promethazine, triamcinolone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown and the pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, vaginal infection and pelvic pain had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. 3202.84g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, bladder disorder, depression, device expulsion, menorrhagia, pelvic pain, perineal infection, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : pregnancy (ectopic) having onset date (B)(6) 2015 patient has received treatment for abnormal bleeding, migration, bladder problems, urinary problems, bladder infection, uti, vag. Infection, vag. Discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, anxiety, pelvic pain, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the previously reported event- pain, infection (bladder/ urinary tract/vaginal) type: vaginal, abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia) updated to recovered/resolved incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil had fallen down in the tube and was lower/migration of essure device location of device: fundus of uterus'), pregnancy with contraceptive device ('6 week pregnancy /pregnancy (with complication)') and perineal infection ('had some anal to vaginal itching thinking maybe yeast') in a 32-year-old female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "hsg confirmation test was never done". The patient's medical history included multigravida from 2003 to (B)(6) 2012, parity 4 in (B)(6) 2012, postpartum depression, tonsillectomy, alcohol use, anal fissure excision, night sweats, menses irregular in (B)(6) 2012, itching in (B)(6) 2012 and uterine bleeding in (B)(6) 2012. (B)(6) 2015 ultrasound scan (cont.): one coil was at top of tube and in right position but the other coil had fallen down in the tube and was lower, not in right position. Concurrent conditions included smoker and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as amoxicillin trihydrate;clavulanate potassium (augmentin bd), escitalopram oxalate (lexapro) since (B)(6) 2013, phentermine and phentermine (adipex) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and pelvic pain ("pain,"), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with malaise, nausea, constipation and vomiting. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perineal infection (seriousness criterion medically significant), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with ondansetron (zofran), promethazine, triamcinolone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown and the pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, vaginal infection and pelvic pain had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. 3202.84g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, bladder disorder, depression, device expulsion, menorrhagia, pelvic pain, perineal infection, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : pregnancy (ectopic) having onset date (B)(6) 2015 patient has received treatment for abnormal bleeding, migration, bladder problems, urinary problems, bladder infection, uti, vag.infection, vag discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, anxiety, pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil had fallen down in the tube and was lower/migration of essure device location of device: fundus of uterus'), pregnancy with contraceptive device ('6 week pregnancy /pregnancy (with complication)') and perineal infection ('had some anal to vaginal itching thinking maybe yeast') in a 32-year-old female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "hsg confirmation test was never done". The patient's medical history included multigravida from 2003 to (B)(6) 2012, parity 4 in november 2012, postpartum depression, tonsillectomy, alcohol use, anal fissure excision, night sweats, menses irregular in november 2012, itching in (B)(6) 2012 and uterine bleeding in november 2012. (B)(6) 2015 - ultrasound scan (cont.): one coil was at top of tube and in right position but the other coil had fallen down in the tube and was lower, not in right position. Concurrent conditions included smoker and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as amoxicillin;clavulanic acid (augmentin bd), escitalopram oxalate (lexapro) since (B)(6) 2013, phentermine and phentermine (adipex) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and pelvic pain ("pain,"), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with malaise, nausea, constipation and vomiting. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perineal infection (seriousness criterion medically significant). The patient was treated with ondansetron (zofran), promethazine, triamcinolone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, menorrhagia, vaginal haemorrhage, vaginal infection and depression outcome was unknown, the pregnancy with contraceptive device had resolved and the pelvic pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. 3202.84g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, perineal infection, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : pregnancy (ectopic) having onset date (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, anxiety, pelvic pain, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil had fallen down in the tube and was lower/migration of essure device location of device: fundus of uterus'), pregnancy with contraceptive device ('6 week pregnancy /pregnancy (with complication)') and perineal infection ('had some anal to vaginal itching thinking maybe yeast') in a (B)(6) year-old female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "hsg confirmation test was never done". The patient's medical history included multigravida from 2003 to (B)(6) 2012, parity 4 in (B)(6) 2012, postpartum depression, tonsillectomy, alcohol use, anal fissure excision, night sweats, menses irregular in (B)(6) 2012, itching in (B)(6) 2012 and uterine bleeding in (B)(6) 2012. On (B)(6) 2015 - ultrasound scan (cont.): one coil was at top of tube and in right position but the other coil had fallen down in the tube and was lower, not in right position. Concurrent conditions included smoker and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as amoxicillin; clavulanic acid (augmentin bd), escitalopram oxalate (lexapro) since (B)(6) 2013, phentermine and phentermine (adipex) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and pelvic pain ("pain,"), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with malaise, nausea, constipation and vomiting. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perineal infection (seriousness criterion medically significant). The patient was treated with ondansetron (zofran), promethazine, triamcinolone and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, menorrhagia, vaginal haemorrhage, vaginal infection and depression outcome was unknown, the pregnancy with contraceptive device had resolved and the pelvic pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. 3202.84g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, perineal infection, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : pregnancy (ectopic) having onset date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, anxiety, pelvic pain, vaginal bleeding most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Aka name added, reporter added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, pelvic pain. Events onset date, events severity, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.